Event description:
The pt arrived at 4:00 am with a chest pain. The pt was monitored on the device. The electrodes were removed at 4h16 and new electrodes put at 4h24. Due to a flat ECG (seems an asystole), a dr began the cardiopulmonary resuscitation at 4h25. At 5h12 am, the doctor used a cardiagraph from schiller with other electrodes put near the electrodes of the monitor to have a real ECG. The dr was surprised at the time to have a fibrillation rhythm on the schiller cardiograph and still a flat line on the device. After that, the dr tried to do his best, but the pt died.

Manufacturer narrative:
Phillips is in the process of obtaining more info regarding this event, and this complaint is still under investigation. Preliminary results support that the device did not malfunction. A supplemental report will be sent once the eval is completed.